Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements greater than 2000 ohms along with an increase in threshold measurements. Boston scientific technical services (ts) was consulted and suggested further testing including isometrics and an x-ray. The clinician noted that isometrics were performed and the out of range impedance measurements were able to be reproduced. An x-ray was not taken at this time, per the electrophysiologist (ep) discretion. It was also noted that the impedance measurement has been high at greater than 1800 ohms since implant. At this time the cause has not been determined, the ep has opted to continue to monitor the patient and no intervention has been performed. The rv lead and ICD remain in service and no adverse patient effects have been reported.